Manufacturer narrative:
Product ID 8703w, lot# l41566, implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
It was reported that the pump was turned off a couple of years after initial implant due to the pump was always turning, and the health care provider (hcp) had difficulties refilling it. The pump system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.